Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device remains implanted.

Event description:
This pi is for the periprosthetic fracture. A patient-specific implant request form was received for the patient's left bayley-walker shoulder. Noted on the form: "bayley-walker tsa performed 8 years ago. Fell in february landing on the left elbow with axial compression of the shoulder. A periprosthetic scapular fracture with superior angulation of the glenoid screw and dislocation of the prosthesis diagnosed. Scapular fracture realigned and fixed, now healed. The shoulder replacement is located but the liner was noted to be worn and allowed easy lateral displacement of the humerus from the glenoid screw. The liner needs replacing as a second stage. Rehabilitation is not favoured by the present lack of captivity. Hence the request for a replacement self-captive liner."